Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot and charge, and does not turn on. The receiver case was opened and passed internal visual inspection. Replaced receiver battery with a known good battery and the receiver does boot and charge. Downloaded the receiver log and it showed unexpected power on multiple times within the relevant dates of this investigation and shows the patient in session and recovering in session at the time of the issue. The functional testing was not performed due to receiver having been opened. The root cause could not be determined.